Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) called into technical support requesting a software upgrade for a patient¿s cycler. The pdrn reported that the patient was going to be discharge from the hospital and would be going to a care facility. Upon follow up, the pdrn reported that the patient was hospitalized due to peritonitis. The patient was admitted to the hospital (date unknown) where cultures were taken (date unknown) and results showed staphylococcus epidermidis. The pdrn stated that the cause of the patient¿s peritonitis was unknown. The patient was placed on intraperitoneal (ip) kefzol (dose and duration unknown). The patient utilizes continuous cycler peritoneal dialysis (ccpd) with a 3000 ml fill volume and uses delflex. The patient continued with pd therapy throughout the hospitalization. The patient has since received a new cycler with the software upgrade and is continuing pd therapy on the new cycler without issue. The patient has since been discharged and is reported to be recovered from the event and reported to be doing well. Additional information was requested, however not provided.

Manufacturer narrative:
Clinical investigation in h10 clinical investigation: there is temporal relationship between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and liberty cycler set and the patient¿s staphylococcus epidermidis peritonitis event. However, there is no documentation which supports malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of peritoneal dialysis (pd) therapy. While the exact etiology for the patient¿s peritonitis is unknown; staphylococcus epidermis is a known bacterium found on human skin which suggests a possible association with touch contamination during pd therapy. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.